Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned during the explant of the associated device. It was noted that the lead had an unspecified insulation issue. No additional adverse patient effects were reported.